Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge via electrode pads. Complainant indicated that internal handles were utilized to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada's service department. The customer's report was unable to be replicated or confirmed. The device log was cleared by the customer prior to being received at zoll canada. The device was put through extensive testing including full functionality testing, stress testing, multiple shock tests using the customer's returned multifunction cable without duplicating a malfunction. The pads received had a broken clip that secures the electrodes to the multifunction cable. It is likely that the pads were not fully connected to the multifunction cable. We learned that the customer intentionally removes this clip from the electrode pads to make it easier to disconnect from the multifunction cable. We instructed the customer to no longer remove the clip and that it provides alignment with secure engagement to the cable. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.